Manufacturer narrative:
The device fracture associated with this event has been confirmed. The device has fractured near the thread of the screw and the hex of the screw has been damaged. DHR and complaint review did not provide and indication of a manufacturing deviation that would contribute to this event. A definitive cause has not been determined..h2-added device evaluation, additional information.(B)(4)

Event description:
The dentist reported that the screw has fractured. Only a portion of the screw was returned. The other portion was suctioned in to the aspirator. The implant remains in place undamaged.

Manufacturer narrative:
Device not returned to manufacturer.